Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient got staph infection from the surgery on (B)(6) 2015, so it took longer to recover. It was noted the patient recovered completely. No further complications were reported/anticipated. Refer to manufacturer report #3004209178-2017-09705 for details pertaining to the surgery referenced in this event.